Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed an error for several days. The customer stated that when she cleared the alarm, the device would restart and go through a countdown. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.